Manufacturer narrative:
The investigation was based on the reported event and enhanced information like email correspondence and logfile analysis. According to information provided, the date of event was corrected to 23.12.2023. As reported the device stopped because of a depleted battery. On (B)(6) 2023 the device was powered on but not used until (B)(6) 2023 when the ventilation function was started. During start-up at (B)(6) 2023 the battery was still not chargeable and also shortly after start of ventilation the alarm message "no int. Battery charging" was displayed and repeated as specified. Directly after the repeated alarm the external supply was disconnected, as the battery was still empty, the alarm "charge int. Battery" was given instantly but also followed by the alarm "int. Battery discharged", the ventilation stopped. Based on the logs, the alarms and the charging error could be confirmed. However, all alarms were generated as specified (battery related alarms and charging led was red). According to the instructions for use, the actions documented in accordance with the alarm shall be performed. Therefore, the user is informed to make sure that the battery is always removed and reinserted or replaced after occurrence of the ¿no int. Battery charging¿ alarm message, without removing the device from mains supply. In the current event, the user did not react to the error situation in accordance with the instructions for use. If the battery is further discharged the alarm "charge int. Battery" is displayed and in case of a discharged battery the device alarms visually and acoustically (alarm message "int. Battery discharged"). The ventilation function stops. In this case an alternative independent ventilation device has to be used instantly, as described in the instructions for use. Due to a too long/not ending battery charge or the indication of a battery error, this can lead to an uncertainty of the user. The current state of charge can be read in configuration menu as a percentage value and during ventilation as a symbol in 25% steps. The device alarmed and behaved as specified. No patient harm was reported. The user has to act according to the IFU in of a charging error. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the device switched off during use. The device alarmed. No patient health consequnces have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device switched off during use. The device alarmed. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.